Event description:
It was reported that the patient experienced sustained hyperglycemia with cgm readings up to 400 mg/dl for approximately four hours while using the ilet with an inset infusion set on the abdomen and a fsl3+ cgm, after the patient did not deploy the infusion set correctly during a supply change. Symptoms included a stomachache consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of the information provided, during which the agent guided a full supply change and insulin delivery resumed. Investigation of this case revealed no device problem, a user usage problem, and an improper procedure involving the infusion set cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Thank you for your prompt attention to the guidance provided.